Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The display unit was replaced.

Event description:
The hospital reported that, prior to starting the case, the unit went into a system reset. There was no reported patient injury.